Manufacturer narrative:
Evaluation summary: no injector was returned for evaluation for the report of a mark on the lens that was removed from the eye; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause for the customer complaint issue cannot be determined. (B)(4).

Event description:
A healthcare professional reported an issue with an intraocular lens (iol). Additional information was provided by a nurse, who reported that during an intraocular lens (iol) implant procedure, the surgeon indicated that there was a mark on the iol which was probably from the plunger. There was no patient harm. The iol was removed and replaced with another.